Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
A diamondback orbital atherectomy device (oad) was used to treat lesions in the left main and circumflex, followed by balloon angioplasty and stent placement. A dissection occurred following balloon angioplasty. The dissection was resolved and timi 3 flow was obtained. The patient was in stable condition following the procedure but presented with chest pain and EKG changes once transferred to recovery. The patient was returned to the procedure room and coded. Cardiopulmonary resuscitation was performed, however the patient expired. Per the opinion of the physician, the cause of death may have been related to the stent becoming occluded, however this could not be confirmed. The cause of the dissection was unknown but per the physician likely did not contribute to the patient death due to timi 3 flow being obtained following resolution.